Manufacturer narrative:
D3, g1-g2: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump, and the reported patient outcome could not be determined through this evaluation. The centrimag blood pump instruction for use (IFU) and centrimag vas patient & device management guidelines list death as a potential complication that may be associated with the use of the centrimag system. Of note, the patient¿s duration of support on the centrimag blood pump was over 3 months at the time of his expiration. The us centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. Use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: currently unavailable, will be updated after the investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a centrimag device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015. Multiple requests were sent for information regarding the patient's death and the device, however, no response was received.